Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. The cause of the reported issue could not be conclusively determined. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged multiple unexpected power off events. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.